Event description:
One patient with tsh results that do not fit with clinical picture and are discrepant when repeated on a different analyzer with different methodology. Initial tsh gave 14.52 uu/ml; repeat gave 3.5 uu/ml. If additional information is received, appropriate notification will be provided.